Event description:
This case was initially received via regulatory authority ha ansm. (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("marked reaction with nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. On (B)(4) 2015, 1 year after insertion of essure, the patient experienced fatigue ("important tiredness"), myalgia ("muscle pain"), arthralgia ("joint pain"), speech disorder ("speech problem"), memory impairment ("memory problem"), dyspnoea ("breathlessness"), visual impairment ("decreased vision"), eczema ("eczema in patches") and weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (the patient was waiting for removal of uterine tubes and horn). At the time of the report, the allergy to metals, fatigue, myalgia, arthralgia, speech disorder, memory impairment, dyspnoea, visual impairment, eczema and weight increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, dyspnoea, eczema, fatigue, memory impairment, myalgia, speech disorder, visual impairment and weight increased with essure. The reporter commented: tests performed by allergologist showed marked reaction with nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28_nov_2017 for the following meddra preferred term: 1.allergy to metals: the analysis in the global safety database revealed 338 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.